Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noted that the right ventricular lead perforated the patient's heart. A pericardial window procedure was performed and the lead was successfully repositioned. The patient was in stable condition post surgery.